Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient despite doing well with pain control and despite a couple of different meds in the pump the patient had adverse events with nausea that caused the patient to lose greater than 50lbs. Both catheter and pump removed and the patient was on minimal rate at the time of removal. No drug or patient outcome reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.